Manufacturer narrative:
Evaluation summary: the reported type ia and ib endoleaks were confirmed on the films provided. The occluded right iliac artery could not be confirmed. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy or of the stent graft in vivo positioning at the index procedure. It is likely that disease progression with aortic neck expansion over the 3-4 year implant period was a contributory factor to the observed events. It is also possible that the patient¿s calcified aortic anatomy may have been a factor in lack of seal in the aortic neck and iliac artery. Although iliac occlusion could not be ruled out there appeared to be contrast flow visible on the CT¿s provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 99mm abdominal aortic aneurysm. It was reported that on the date of a CT, three years and five months later, a ia and ib endoleak were observed with aaa sac expansion. Additionally it appeared that the right iliac artery was also occluded. Intervention was performed two days later, an endurant aortic cuff was implanted distally to the origin of the sma to extend the proximal landing zone. An endurant limb was implanted in the right external iliac artery in a good position. The grafts were then ballooned with a reliant balloon. A final angiogram performed demonstrated resolution of the ia and ib endoleaks. As per the physician the cause of the event was anatomy and disease progression. No additional clinical sequelae were provided and the patient is fine.